Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not turning and making a noise. No one was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit is not turning and making a noise. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and issue of making a noise was repaired by completing the cardiosave coiled cord field safety corrective action. Completed pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.